Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. This is 3 of 3 allegations of inaccuracies. The patient reported 3 instances in which each event has similar details but occurred on different event dates. Please see the following related complaint records (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient reported 3 instances in which each event has similar details but occurred on different event dates. This report is to capture the third event. On 06/24/2024, the patient passed out and was foaming at the mouth while he was outside of his apartment. The patient's mother called 911. No cgm/bg meter information was gathered prior to emergency medical services arrival. The patient was wearing a tandem insulin pump. Once ems arrived, the patient¿s cgm was reading 60 mg/dl and the bg meter was reading 20 mg/dl. Ems treated the patient with an unspecified IV. Once the patient was able, he walked back into his apartment where he ate a sandwich. The patient recovered at home and was not transported to the emergency room. The patient was fine at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.